Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-30. The healthcare professional (hcp) is giving the patient a pain patch for over their site. Their pocket and ins look ok and the patient was also given an option for pocket at later date if they so choose. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. It was reported that the patient has severe pain/irritation over the disc implant site that wakes the patient up. The patient likens it to what a bed sore feels like. Putting gauze over the site does help. The patient is unsure how long it may take for his body to adjust to the implant. Additional information received from a consumer via a manufacturer representative (rep). It was reported that the ins migrated closer to the surface of the skin and was painful. The patient reported that the last couple of months the ins moved closer to the surface of the skin and the site had become painful. The patient also reported some redness here and there. The patient said the stimulator is working great, but he has to wear a bandage over the site due to the pain. The patient has an appointment with the hcp scheduled for (B)(6) 2019. No further complications were reported.